Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to position sensor issue. A field service engineer replaced the position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had cubie drawer failure. The customer stated that the cubies would not open, and the station was frozen, and the malfunction occurred when the user was trying to issue the medication to the patient. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.